Event description:
It was reported that the catheter placement was being questioned because the patient was having leg pain and difficulty walking. The catheter was to be revised. It was noted that the healthcare provider (hcp) was unhappy with the lack of visibility of the catheter under fluoroscopy. It was later reported that the issue was with the distal segment placement. On (B)(6) 2013, the distal segment was replaced with a revision kit and then moved to a lower location. 14cm of the old catheter was taken out and the new segment was spliced to the initial. Post-operatively, the patient¿s ¿seemed okay¿. It appeared that the placement of the new catheter helped to alleviate the patient¿s pain. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID 8590-1 lot# n348453, implanted: 2013 (B)(6); product type accessory product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).